Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2010, the patient's husband/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate high readings. The patient manages her diabetes with self adjusting insulin. On (B) (6) 2010, the patient reportedly obtained two inaccurate high readings, once at 12 pm and another at 6 pm. The reporter could not provide the numeric values obtained on the subject meter that day. On both occasions, the patient increased her fast acting insulin and developed symptoms described as "sweating, weakness, and fatigued." According to the reporter, the patient did not test on any other device and did not receive any treatment. Since the reporter did not have any control solution to complete the trouble-shooting process, the inaccuracy issue was not resolved. This complaint is being reported because the reporter claimed that the patient had symptoms suggestive of hypoglycemia after she took insulin per the lfs meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.